Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: tf 9950 occurred during night patient ventilation. Alarm flashed on screen for very brief, never saw again, they bagged and switched ventilator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. During night patient ventilation 9950 flashed on screen very briefly. The patient was bagged and moved to another device. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a circuit board (ip esm) was shipped to the customer. No log files were provided for analysis, and no feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the circuit board (ip esm), as no further issues have been reported.

Event description:
Hamilton medical ag received the following incident description: tf 9950 occurred during night patient ventilation. Alarm flashed on screen for very brief, never saw again, they bagged and switched ventilator.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: tf 9950 occurred during night patient ventilation. Alarm flashed on screen for very brief, never saw again, they bagged and switched ventilator.